Manufacturer narrative:
An event of the valve migrating after implant was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that during deployment of the valve, the starting implant depth was 4mm-5mm, the device was deployed with a final implant depth was 0mm (shallower than the recommended 3mm), and perivalvular leak was presence. Post-deployment, the device ended up embolizing. There was sufficient calcium to allow anchoring of the device, there was tension in the delivery system, and there were no difficulties deploying or retracting the valve during the procedure. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm portico valves was selected for an implant. The sizing of the annular dimensions of the native valve was annulus diam 21.5mm, area 357mm2, perimeter 67.7mm. During deployment of the valve, the starting implant depth was 4mm-5mm, the device was deployed with a final implant depth was 0mm, and perivalvular leak presence. Post deployment the device embolized. A new 25mm portico valves was selected as are placement and successfully implanted with no with perivalvular leak presence. The patient stable.